Manufacturer narrative:
The insulin pump passed all functional testing including the self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, priming test, off no power test and excessive no delivery test. The device was monitored for 24 hours and there was no blank display anomaly. All operating currents were within specifications. There was no unexpected low battery or off no power alarms. There was no c 13 isolation tape damage on the lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, broken battery tube threads and cracked case.

Event description:
Customer reported via phone call high blood glucose, blank display and cosmetic damage. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised the battery compartment was cracked and chipped. Troubleshooting for blank display was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.